Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be safe for use in the t flex pump.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer¿s blood glucose level was approximately 400 mg/dl. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide.